Manufacturer narrative:
H3: evaluation summary: customer report of stenosis was confirmed through observed calcification on remaining leaflets. As received all three leaflets had cut outs, x-ray demonstrated the remainder of all three leaflets were calcified. Calcification on valve leaflets likely restricted leaflet mobility and led to stenosis. X-ray demonstrated frame was expanded, but the frame of the valve was deformed and pushed inward around commissure 1. Host tissue on the frame circumference was heavy at the inflow aspect and moderate at the stent outflow aspect. As received, all three leaflets had cuts of approximately 13mm x 10mm on leaflet 1, 12mm x 10mm on leaflet 2, and 14mm x 10mm on leaflet 3. The cuts had a smooth and straight edge; cut leaflets were not returned. Approximately 30% of the sewing ring was cut off around the valve and exposed the wireform on the inflow aspect. Cut off sewing ring fragment was returned with valve. Wireform was also exposed around leaflet 3 on the outflow aspect. One green suture thread remained attached to the sewing ring.

Event description:
It was learned that a clinical trial patient with a 21mm 8300acd pericardial aortic valve has exhibited severe stenosis after an implant duration of five (5) years, two (2) months. The patient presented with cough, doe, and tired all the time for the last six (6) months. Redo aortic valve replacement was performed at an implant duration of five (5) years, five (5) months. The explanted valve was replaced with a 21mm 8300ab pericardial valve. Patient outcome was noted to be stable. Per the received clinical source documents, tee demonstrated severe stenosis with a peak gradient of 64mmhg and a mean gradient of 38mmhg.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a clinical trial patient with a 21mm 8300acd pericardial aortic valve has exhibited severe stenosis after an implant duration of five (5) years, two (2) months. Intervention has not been indicated or performed.

Event description:
It was learned that a clinical trial patient with a 21mm 8300acd pericardial aortic valve has exhibited severe stenosis after an implant duration of five (5) years, two (2) months. The patient presented with cough, doe, and tired all the time for the last six (6) months. Redo aortic valve replacement was performed at an implant duration of five (5) years, five (5) months. The explanted valve was replaced with a 21mm 8300ab pericardial valve. The patient was taken to the cvicu in stable condition. The patient was discharged on pod #4. Per the received clinical source documents, tee demonstrated severe stenosis with a peak gradient of 64mmhg and a mean gradient of 38mmhg. Intraoperative tee demonstrated only 1 leaflet opening with stenosis and increased gradients across the aortic valve. Product evaluation findings confirmed customer report of stenosis through observed calcification on the leaflets.

Manufacturer narrative:
H3: evaluation summary: customer report of stenosis was confirmed through observed calcification on remaining leaflets. As received all three leaflets had cut outs, x-ray demonstrated the remainder of all three leaflets were calcified. Calcification on valve leaflets likely restricted leaflet mobility and led to stenosis. X-ray demonstrated frame was expanded, but the frame of the valve was deformed and pushed inward around commissure 1. Host tissue on the frame circumference was heavy at the inflow aspect and moderate at the stent outflow aspect. As received, all three leaflets had cuts of approximately 13mm x 10mm on leaflet 1, 12mm x 10mm on leaflet 2, and 14mm x 10mm on leaflet 3. The cuts had a smooth and straight edge; cut leaflets were not returned. Approximately 30% of the sewing ring was cut off around the valve and exposed the wireform on the inflow aspect. Cut off sewing ring fragment was returned with valve. Wireform was also exposed around leaflet 3 on the outflow aspect. One green suture thread remained attached to the sewing ring. H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h1, h2, h3, h6.